Manufacturer narrative:
Device received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the displacement and self tests due to missing segments/partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing white display. Customer was not calling after receiving new battery cap. Customer reported that the battery cap was normal. Customer did not report that the screen was flashing when screen turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.